Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer reported cns was having issues with random reboots. Customer stated they had corrected the issue by swapping the hard disk drive (hdd) from one port to the other. Now customer would like to replace one of the hard drives with a new system image. Service requested: repair. Service performed: we replaced both hard drives and re-installed software version 02-54 (32 beds) issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea the cns has been retested and verified data were displayed in tabular trend and full disclosure. Also, printer was tested good as well. The unit completed in 2 days of extended testing times and operates to manufacturer's specification. Repair is completed and ready to be shipped back to customer with black case. Investigation result: the repair was performed under notification 300149391. Both hard drives were replaced and installed with the same software version 02-54. Device was put into service on 10/30/2016. Service history for this device shows the following: 300149391 - reported on 11/01/2018. Continuation to current notification. Hdds were replaced here. 300142707 - reported on 10/18/2018. Current notification. 300139600 - reported on 09/17/2018. Not related to rebooting. 300139053 - reported on 09/13/2018. Not related to rebooting. 300102234 - reported on 10/30/2017. Not related to rebooting. 300101707 - reported on 10/25/2017. Cns rebooted itself "several times a month". The root cause could not be determined from device log files. 300081186 - reported on 03/31/2017. Cns rebooted itself. The root cause could not be determined. 300066606 - reported on 11/29/2016. Device froze while customer was in the event viewer. Customer restarted the device. The root cause could not be determined. Device history shows the issue was first reported on 3/31/2017. This rebooting issue began after device was hard-rebooted as result of the event reported on 11/29/2016. The issue was reported intermittently on 3/31/2017, 10/25/2017 and then again on 10/18/2018. Since the hard drives were replaced on 11/1/2018, customer had not reported further issue. Based on this data, both hard drives were suspected to have failed. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is mitigated when user follows prescribed maintenance procedures. Maintenance information on this device is not available. The cause of the rebooting issue was due to hard drives needing replacement. The root cause of hard drive failure could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see DHR review form. Investigation conclusion: maintenance information on this device is not available. The cause of the rebooting issue was due to hard drives needing replacement. The root cause of hard drive failure could not be determined. Corrected information: approximate age of device: incorrectly calculated.

Event description:
It was reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to patient.